Event description:
The customer reported the rubber sheath disconnects from the needle which caused blood to leak. It is happening most often with long neck blood culture bottles, but has also happened with regular phlebotomy tubes. In some instances the needle is also disconnecting and dropping into the bottle. No pt harm or medical intervention was reported. Although requested, no add'l pt or event details were provided by the customer.

Manufacturer narrative:
Internal file no: (B)(4). This report was filed by the MFR. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for eval.